Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/29/2021. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 evaluation: h3 investigation summary: three packets of product code ep8732 were returned for analysis with the packaging closed. Upon initial inspection of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to damaged or breakage sutures and no defects were observed during evaluation. Functional test was performed, and the tensile strength result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please specify date, name and/or indication for initial surgery? What is a location of fissure? Please describe fissure insufficiency? Did fissure insufficiency occur intra-operatively? How long (in minutes) was the surgery prolong? Was there any change in the patient¿s post-operative care due to the prolonged procedure and fissure insufficiency? Was there any patient consequence because the patient was connected to the heart lung machine significantly longer time? Did all 10 individual suture packets use and break on one patient during this single procedure? Please specify. Did the suture break in two pieces? What was used to complete the procedure? In relation to needle, what is the approximate location of suture rip? Did the suture separate completely? How long (in minutes) did the surgery prolong? Was there any change in the patient¿s post-operative care due to the prolonged procedure? In addition to the extended surgery, was there any adverse consequence associated with the patient? Events reported via: 2210968-2021-07411, 2210968-2021-07402, 2210968-2021-07403, 2210968-2021-07405, 2210968-2021-07412, 2210968-2021-07406, 2210968-2021-07407, 2210968-2021-07408, and 2210968-2021-07409.

Event description:
It was reported that a patient underwent a cardiovascular procedure in 2021 and suture was used. During the procedure, the suture broke while sewing the anastomosis. There was an acute danger for the patient, as well as fissure insufficiency. The time of the procedure and the time the patient was connected to the heart lung machine was significant longer. There were no patient consequences reported. Additional information was requested.